Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). ¿ lymphadenopathy: unable to confirm as it is a medical event not related to the device. ¿ lump/nodule: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a rupture and later reported ¿left side nodule 7x1,7mm characterized as complex fibro-cystic¿ and ¿reactive-inflammatory adenopathies observed in armpits". This record relates to the left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported a rupture and later reported ¿left side nodule 7x1,7mm characterized as complex fibro-cystic¿ and ¿reactive-inflammatory adenopathies observed in armpits" .this record relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
F2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy. Visual analysis of the photographs identified: rupture : observed opening on the device. Additional observation: brown particle observed on the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Refer to (B)(4).

Event description:
Healthcare professional reported a rupture and later reported ¿left side nodule 7x1,7mm characterized as complex fibro-cystic¿ and ¿reactive-inflammatory adenopathies observed in armpits" .this record relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, h6.